Manufacturer narrative:
No calibration influence was observed. Quality controls were within range. A general reagent or analyzer issue can be excluded. Isolated non reproducible results do not represent a general malfunction of the assay. Sample camera images from the analyzer showed the presence of fibrin in samples. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The initial value did not match the patient's clinical diagnosis so the sample was repeated. The sample initially resulted in a troponin t value of 0.139 ug/l and it repeated as 0.0126 ug/l. The repeat value was deemed correct.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.